Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one complete se was implanted into r-1 ( distal sfa). Approximately 55 months post index procedure, the patient fell due to general deterioration (infection, arterial ischemia led to septic shock, hypothermia) and died. The investigator assessed the event as not related to the index device, procedure or paclitaxel.

Manufacturer narrative:
The patient was treated with medication. If information is provided in the future, a supplemental report will be issued.